Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Insulin pump powered on successfully, no open book(critical pump error) noted during testing. Insulin pump was received with scratched case, cracked select button keypad overlay, stained keypad overlay, cracked case behind the insulin pump near the battery compartment, faded serial number label, faded end cap address label, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received a critical pump error and customer saw a red x on display screen. Customer's blood glucose was 162 mg/dl. Insulin pump would be returned for analysis.